Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Upon further investigation system diagnostics recorded high impedances on the lead. Surgical intervention took place on (B)(6) 2024 where the lead was attempted to be removed, but due to scar tissue and tension it made it too difficult to remove, therefore the lead was abandoned and broke off while trying to remove it (manufacturer report number 1627487-2024-11911). Port plugs were inserted into the ipg, and no leads are connected to the ipg, therefore no effective stimulation possible. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.